Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. The shock lead impedance had ranged within high measurements for over a year. This rv shock lead remains in service. A follow up was performed and the patient will continue to be monitored, calcification is suspected. No adverse patient effects were reported.